Event description:
This procedure was performed in (B)(6). The customer stated that prior to iliac artery pta + stenting procedure, the stent was released. However, the final 1/4 of the protege gps could not be fully opened and the deployment handle could not be pulled. Investigation of the returned device on (B)(6), 2014 found damage consistent with a partial deployment of the protege gps stent. Additionally, no stent was received with the deployment system.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.